Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The following section has been updated: h1. The type of reported complaint is now corrected to malfunction.

Manufacturer narrative:
This complaint was initially reviewed and assessed as reportable. However, this is a remediated device and does not fall under the scope of recall and upon further investigation, it has been determined that the allegation of sore throat dose not meets the criteria for a reportable event in accordance with applicable regulatory requirements. A correction report is being submitted to ensure compliance. The manufacturer was contacted in reference to a dreamstation auto CPAP device. Patient experienced shore throat while using the device. The device has not yet been returned to the manufacturer for evaluation. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient's wife about reading online that the new sound abatement is off gassing formaldehyde. Caller said that half the foam in the patient's recalled device was gone. There is allegation of serious health issues caller said that the patient is having health issues, and they can't figure out why, caller also alleged patients had a sore throat for the past month. They have seen 2 doctors for the sore throat, and they can't find an infection to cause the device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" in box b was incorrect. It should be- the manufacturer received information alleging a patient experienced shore throat while using a dreamstation auto CPAP device. The patient has seen two doctors for the sore throat. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. In this report, section d, g and h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported, "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient's wife about reading online that the new sound abatement is off gassing formaldehyde. Caller said that half the foam in the patient's recalled device was gone. There is allegation of serious health issues caller said that the patient is having health issues, and they can't figure out why, caller also alleged patients had a sore throat for the past month. They have seen 2 doctors for the sore throat, and they can't find an infection to cause the device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. In this report, section d, g and h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported: on previously submitted report, section "describe event or problem" in box b was incorrect. It should be- the manufacturer received information alleging a patient experienced sore throat while using a dreamstation auto CPAP device. The patient has seen two doctors for the sore throat. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. In this report, section d, g and h has been updated/corrected. The previous report incorrectly reported the event as a serious injury. This has been updated in adverse event/product problem to product problem in box b: adverse event or product problem. The type of reported complaint has been updated from serious injury to malfunction and the coding has been updated to captured product problem in box h: device manufacturers.